Event description:
It was reported that during infusion the pump experienced a system failure. There was patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event- entered as first of may 2026 as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to MFR was 15-jun-2026. H3 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. The motor not running alarm was noted in the ehl as stated by the complainant. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. Replaced the left and right clutch, clutch spring, worm gear, worm coupling and motor. The main cause of customers¿ complaints was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.